Event description:
Litigation papers allege: exposure to dangerous amounts of cobalt and chromium; elevated cobalt and chromium levels: damge to surrounding tissues, renal mass, sharp, radiating pains in various part of the body, nausea, impaired vision, metal toxicity; pain and discomfort, inflammation, groin pain, pain with prolonged sitting and getting up from a deep seated position; difficulty walking, clicking and or crunching at the left hip, stiffness and swelling of the defective implant, fear of metal toxicity, possible need for future revision surgery and other such injuries. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to elevated serum levels, fluid collection and pseudo tumors.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: exposure to dangerous amounts of cobalt and chromium; elevated cobalt and chromium levels: damge to surrounding tissues, renal mass, sharp, radiating pains in various part of the body, nausea, impaired vision, metal toxicity; pain and discomfort, inflammation, groin pain, pain with prolonged sitting and getting up from a deep seated position; difficulty walking, clicking and or crunching at the left hip, stiffness and swelling of the defective implant, fear of metal toxicity, possible need for future revision surgery and other such injuries.